Manufacturer narrative:
On 7/3/97, the facility nurse informed the MFR's rep. That urokinase was instilled into the device and good blood return was received; however, when she attempted to infuse via the device she noted leakage around the needle. As a result of the leakage around the needle, a decision was made not to use the device in the patient's therapy regimen. The device will remain implanted until the patient completes his chemo treatments. The facility nurse stated that at the completion of the patient's treatment a decision will be made as to when the device will be explanted. The facility made as to when the device will be explanted. The facility nurse stated that she would inform the MFR as to the explant date to arrange for return of the device to the MFR for analysis. A trend analysis was performed on similar incidents for this cat/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be made as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The MFR is now closing the file on this event; however, should the device and/or further info become available in the future, the MFR will reopen it's investigation of this incident.

Event description:
On 5/14/97, the facility nurse informed the MFR's clinical rep. Of a problem with this device. The facility nurse stated that she was unable to draw back blood, but was able to infuse. The patient went for a dye study (date not specified) which demonstrated the dye coming out the side of the device catheter. The radiologist stated that this apparent leak was intravascular and that the device could be used; however, the oncologist did not want the device used for chemotherapy. The facility nurse stated that the patient would have the device explanted within the next three (3) weeks. No further details were provided at this time.